Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the clip was difficult to deploy, and required the use of forceps to successfully deploy the clip. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and the clip deployment steps were performed. After removal of the release pin, the actuator knob was turned counter-clockwise. After more the 10 turns, the clip was still fully attached and had not released. Slight maneuvers were performed to release the clip, with additional actuator knob turns, but the clip did not release. One part of the cds was held with forceps while the actuator knob was turned with additional forceps until the actuator knob was unscrewed from the cds. The forceps were used on the inner part of the deployment system while the delivery catheter (dc) handle was moved and the clip was finally released. One additional clip was implanted without issue. The procedure was completed with 2 clips implanted, reducing the mr to <1. No additional information was provided.

Manufacturer narrative:
(B)(4). The clip delivery system was not returned. This MDR is being conservatively filed for difficult to deploy as this incident reported details have similarities to complaints wherein the clip failed to deploy. Abbott vascular made the decision to initiate a voluntary field action for the mitraclip delivery system on jan 28, 2016 for failure to deploy. The abbott vascular internal notification number for the mitra clip field action is 2024168-2/3/16-001-c. (B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation determined that the difficulty deploying the clip was a secondary effect to the reported issue retracting the actuator knob; however, a cause for the retraction issue could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Although this incident was previously, conservatively reported as being related to a voluntary field action for the mitraclip delivery system initiated on (B)(6) 2016, further investigation found that this incident is not related to the field action issue.

Manufacturer narrative:
(B)(4). Abbott vascular has initiated a voluntary field action for the mitraclip delivery system on jan 28, 2016. Abbott vascular has implemented corrective actions to ensure ongoing product performance. The abbott vascular internal notification number for the mitra clip field action is 2024168-2/3/16-001-c. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.